Manufacturer narrative:
Meter involved in incident was returned for evaluation. Meter was evaluated with retain strips of specified lot and performed to specification. No failure detected.

Event description:
Facility has had the meter for 6-9 months. The serial number is wiped off. Assigned temporary serial number (B)(4). The nurse performed back to back blood tests and received 24, then received 94 less than a minute a part. They did not perform a control solution test as the caller did not have control solution. Patient was stable and did not need medical attention. The readings provided fell in zone c on parkes consensus grid. Replaced meter, test strips and sent return label.